Event description:
Procedure type: lap chole. According to the reporter: during the procedure a foreign material was found in cavity, which was retrieved. It looks like it might be a part from the device. There was no additional bleeding nor tissue damaged. The operative time was not extended more than 30 minutes. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B) (4).